Event description:
It was reported that a nurse at an assisted living facility sought assistance for a patient using the ilet after repeated high and low blood glucose values, with supplies changed multiple times since initiation, a temporary pump disconnection for showering, and administration of a subcutaneous insulin pen dose by nurse with instruction to keep the ilet disconnected for at least 90 minutes before reconnection and supply change. Symptoms included hyperglycemia with a reported value over 400 mg/dl. Outcomes included no hospitalization, and no reported acute complications. Investigation included troubleshooting and education, review of device use steps, and guided supply change. Investigation of this case revealed no alerts or alarms and unclear cause of hyperglycemia despite supply change and manual correction, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.